Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air/fluid in set/line) occurred on the homechoice device during fill one in peritoneal dialysis. The home patient was connected at the time of the event. The technical service representative cleared the alarm so that the home patient can set up again. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. Proper procedures per the user manual reviewed with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.